Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, an fse visited the customer facilities and readjusted x-1 axis pitch sensor to correct issue. The fse ran several rack scans with no more errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was x-1 axis pitch sensor needing adjustment.

Event description:
On (B)(6) 2017, a customer reported having failures in the sampler loader rack, indicating that the racks did not advance, and obtained rack x axis errors in their aia-2000 analyzer. The customer was unable to run fsh, prolactin and beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh, prolactin and beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.